Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. (B)(4) lens stuck in injector. Method: device work order search. Results: a device work order search was performed and no similar complaints were found within the work order. Conclusion: conclusion not yet available. Evaluation is in progress. (B)(4).

Event description:
The reporter indicated that the surgeon used a ks-3ai 22.50 diopter preloaded injector. Prior to implantation, the lens became stuck in the injector. Lens was not implanted and no patient contact reported. Cause of incident is unknown.

Manufacturer narrative:
Additional information: device evaluation - the product was returned in device tray with clear surgical residue/debris on product. Visual inspection found the lens stuck in cartridge with foreign material on/in device (dry clear residue). Cataract not reported. (B)(4).